Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted to treat an infected necrotic collection secondary to acute pancreatitis during a drainage procedure performed on (B)(6) 2022. The patient was enrolled into the hot axios prosthesis in real life conditions (realaxios) study. On (B)(6) 2022, during a routine follow-up, an endoluminal migration was confirmed through a control scanner. Consequently, on (B)(6) 2022, the axios stent was removed and two pigtail plastic stents were placed. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: report source: hot axios prosthesis in real life conditions (realaxios) study. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2301 captures the additional intervention of removal of the migrated stent and placement of two pigtail plastic stents.